Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. This report is for an unknown drill guide/unknown lot. Part and lot number are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(4) as follows: it was found the drill guide could not be inserted into the plate hole. A second drill guide was tried and also could not be inserted into the plate hole either. The surgery was extended for twenty (20) minutes. There is no information available about patient outcome. This report is for a veterinary case; there is no human patient involvement. Concomitant device: plate (part/lot unknown, quantity 1). This report is for an unknown drill guide. This is report 2 of 2 for com-(B)(4).